Event description:
The manufacturer was notified on (B)(4) 2015 that a patient with mitroflow valve (lxa, size23) has a massive aortic leak, lv functionning alteration, lv dilatation and clinical insufficiency.

Manufacturer narrative:
Device was returned to manufacturer (B)(4). Investigation results:- because the device was not returned, livanova's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Other text : device not returned to manufacturer.

Manufacturer narrative:
Results = review of the device history records will be conducted. It is still unknown if device will be available for evaluation. Unknown if device will be returned.